Manufacturer narrative:
A ge service rep performed an on site investigation. Info is unavailable as to how the system was repaired. However, it is clear the system was operating as intended thereafter.

Event description:
The customer reported, the system failed to produce fluoroscopy x-ray. No report of pt injury.